Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the customer provided examples were reviewed and was explained that sensor was continuing to adjust as it was inserted a few days ago. The customer was asked to monitor the system over the next few days and contact customer care if the issue persists. During a follow up call, the customer mentioned that the system is working as expected and there have been no further measurement deviations. No further investigation is found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between sensor glucose (sg) and blood glucose (bg) meter readings after insertion and provided the below examples for review. Date time sg value bg value a. On (B)(6) 2025 5:30p.m. Sg: 280mg/dl bg: 111mg/dl trend arrow horizontal; he did nothing; 30 minutes later: sg: 320mg/dl. B. On (B)(6) 2025 6:30a.m. Sg: 200mg/dl bg: 84mg/dl trend arrow horizontal; user just got up; 30 minutes later: sg: 84mg/dl.